Event description:
It was reported that during the implant procedure, there were capture and threshold problems. After 8 attempts, the lead was replaced and measurements were normal. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.